Manufacturer narrative:
Additional manufacturing narrative (if other): the returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported sometimes the device is not charging and powering itself off. Additionally, the customer reported the touchscreen is reacting by itself. No consequences or impact to patient was reported.